Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip broke off the vasoview hemopro 2 and fell into the patient's leg. All the pieces were retrieved. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).